Manufacturer narrative:
Following completion of laboratory analysis, another report will be submitted.

Event description:
It was reported that this right atial lead was replaced due to noise and ongoing oversensing. During the revision, it was reported that the lead sustained damage to the insulation and most likely the internal conductor within the area of the suture sleeve. Another ingevity lead was implanted without incident and the explanted lead was returned for analysis. No adverse patient effects were reported.

Event description:
It was reported that this right atial lead was replaced due to noise and ongoing oversensing. During the revision, it was reported that the lead sustained damage to the insulation and most likely the internal conductor within the area of the suture sleeve. Another ingevity lead was implanted without incident and the explanted lead was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted a complete lead with setscrew marks present in the correct locations. Resistance testing found the lead was not electrically continuous due to an outer coil fracture. Circle depressions were observed on the polyurethane insulation, suggesting the presence of the suture sleeve tie-down on lead body, at approximately 20.4-22.6 cm from terminal pin. Additionally, outer coil distortion and multiple fracture locations at approximately 25-26.5 cm from terminal pin, were observed. The polyurethane tubing above the fracture site was intact. Multiple fracture locations on the outer coil is consistent with clavicle/first rib entrapment damages during the implanted duration.